Event description:
Related manufacturer reference number: 3006705815-2023-02695. It was reported that the patient was experiencing ineffective therapy due to high impedances on one of the leads. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue. During the procedure, the other lead migrated. The lead was explanted and replaced to address the issue. It is unknown which lead was exhibiting high impedances and which migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.